Event description:
The customer reported a leak on the filter during patient use. The infusion was started on (B)(6) 2014, the leak was discovered on (B)(6) 2014. There was no patient harm or medical intervention. No additional patient or event details were provided by the customer.

Manufacturer narrative:
Manufacturer's report date: 07/16/2014. (B)(4). The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.